Event description:
It was reported that the pt experienced a cerebrospinal fluid leak and headache that was treated following implant. The pt had four medication increases and it "wasn't working for her". At the time of the first refill (2009), a volume discrepancy was noted; specific values were not reported. It was reported that the hcp withdrew the full amount from the pump. The pt had been on orals and motrin. No diagnostic testing had been performed. The pt reported that the pump is not working for her; she has never had therapeutic effect and is considering having the pump explanted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.